Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2020. It was reported that it was unknown if moving the patient's wallet away from the pump resolved the stalls. The logs were not available. The representative was not aware of any further action planned/taken to resolve the stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving dilaudid (30 mg/ml, 10.77 mg/day) and bupivacaine (15 mg/ml, 5.498 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient has had two motor stall and recoveries to the pump. The rep denied any MRI, but the patient had a wallet with a magnet in it that sits in the patient's front pocket next to the pump. Electromagnetic interference (emi)/magnetic interactions and motor stalls was discussed. Monitoring the pump and moving the wallet away from the pump were discussed. No symptoms or patient complications reported.